Event description:
It was reported that during a lap choley procedure, the tip of the device broke off into the pt. An x-ray was performed, but the tip could not be retrieved because it was the same size as the clips and they were unable to decipher the tip from the clips. Another device was used to complete the procedure. The pt is fine.

Manufacturer narrative:
Info anticipated, but unavailable at this time.